Event description:
It was reported that solution began to flow into the main line bag (500 cc) during use of an interlink continu-flo solution set, indicating that backflow through the check valve occurred. The fluid level in the drip chamber rose during this event. This occurred after 24 hours of infusion of an unknown drug. The reporter stated that all the clamps were open and the proper procedure was used during setup. The reporter indicated that the check valve was inverted and tapped prior to the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing could not identify any abnormalities related to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.